Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the extension IV tubing was disconnected from the IV catheter after being tightened. There was no patient impact.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Was reported that the secondary IV tubing is disconnected from the IV catheter after being tightened. There was no patient impact.